Manufacturer narrative:
B5- programming changes done to the device e1 - reporter last name d6a- date of implant h6 - health effect- impact code.

Event description:
New information received notes that there were no patient consequences and programming changes occurred on (B)(6) 2021. The patient would continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited episodes of non-sustained ventricular oversensing. Electrogram strips revealed post-paced t wave oversensing. Programming changes were discussed but did not yet occur, and the patient was in stable condition.